Manufacturer narrative:
(B)(4).

Event description:
On (B)(6)2023 at 4:00 am she was driven to the emergency room (ER) where the bg level was 480 mg/dl but the cgm value was 277 mg/dl.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the afternoon of 08/09/2023, the glucose was reading high around 200 to 250 mg/dl with the new sensor. The patient self-administered insulin via a pump, 3 units at a time to stabilize her bg level and her readings on the cgm decreased slightly. At 10:00 pm, she had shortness of breath and had tightness in her chest which she had experienced before and it was not unusual. She did not report any bg finger stick value at this time. At 11:00 pm she felt symptoms of diabetic ketoacidosis and began to vomit. At the time she did not attribute the symptoms to the cgm and thought she was sick or had eaten something bad because the unspecified cgm values did not seem high enough to be experiencing symptoms. On (B)(6) 2023 at 4:00 am, she was driven to the emergency room (ER) where the bg level was 490 mg/dl but the cgm value was 277 mg/dl. She stopped the tandem insulin pump control iq feature due to the sensor inaccuracy. ER treatment included IV insulin, fluids, and unspecified nausea medication. After treatment she felt better and was to be discharged the night of 08/11/2023. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.